Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for motor error after he had changed the infusion set. Blood glucose reading was 99 mg/dl. The customer could not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.